Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test. Analysis also found the unit with intermittent button due to corroded keypad traces. There was no moisture damage found on the electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and received a motor error alarm. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.